Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this electrode was connected to a subcutaneous implantable cardioverter defibrillator (s-ICD) and successfully implanted in the patient. While automatic setup was being performed, the electrode exhibited a high out of range shock impedance measurement of 400 ohms. The pocket was reopened and the electrode was cleaned and reconnected to the s-ICD multiple times but with the same observation occurring, as well as some undersensing also being observed. A new s-ICD was eventually used to complete the procedure. This electrode remains in service and there were no additional adverse patient effects reported.